Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently entered a blood glucose (bg) value into the carbohydrates box in the bolus menu, and subsequently administered a bolus of 20 units of insulin. Customer experienced a blood glucose (bg) of 55 mg/dl at its lowest. A glucagon injection was administered and jelly beans were consumed to address bg. Reportedly, the customer went to the hospital as a precaution. No treatment was received while in the hospital. Customer was released 5 hours later.